Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead had high threshold and consequently, the device also had unexpected battery longevity. The lead was capped and replaced and the device was explanted and replaced. No patient complications have been reported as a result of this event.